Event description:
It was reported that customer's insulin pump alarmed button error multiple times. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case on the display window corners, minor scratches on the display window and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.